Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to reporter: during an unknown procedure, the needle came off the device. It was also hard to load. No further information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received two devices, opened by the account with the appropriate display box. Pmv received two other devices sealed with the appropriate display box and blister package in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with either of the instruments. Witness marks were observed on the beveled wall for both instrument 1 and 2. Sheering was observed on the toggle switches for instrument 1. All four instruments were loaded with a needle from pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Each of the instruments was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for all four instruments. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.